Event description:
Information received from the field notes that during a heart catheterization procedure, the device exhibited a couple of episodes of av pacing at 130 ppm. Event counts indicated that in less than a month, 155 events at a rate of about 130 ppm had occurred.